Manufacturer narrative:
An investigation was performed for the architect total b-hcg reagent lot number 95264ui00. Ticket search determined there was no increase in complaint activity. Tracking and trending review identified a non-statistical trend. Product quality history for the likely cause lot 95264ui00 did not identify any issues associated with the customer observation. Worldwide field data was reviewed to evaluate the performance of the reagent lots in the field; the patient medial result for lot 95264ui00 is noted to be comparable with all other lots in the field within established baselines, confirming no issue for the lot. Labeling was reviewed and sufficiently addresses the customer issue. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg assay was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a (B)(6) result on the architect i2000sr analyzer. The following data was provided: sid (B)(6), initial 316.05 miu/ml. The sample was confirmed negative on another method. There was no impact to patient management reported.